Event description:
It was reported that an alert for high out-of-range shock impedances on the right ventricular (rv) lead was received. Technical services (ts) was asked for a consult, and saw that the impedances have had a wide range of values over the last year. The presenting electrogram looked good, there was no noise and the device had no recorded shocks. Ts discussed the possibility of doing a commanded shock in the future. It was decided to monitor the lead for now. In (B)(6) 2021, another alert for high, out-of-range shock impedance appeared, and they continued monitoring the lead. The device and leads remain in service. No adverse patient effects were reported.

Event description:
It was reported that an alert for high out-of-range shock impedances on the right ventricular (rv) lead was received. Technical services (ts) was asked for a consult, and saw that the impedances have had a wide range of values over the last year. The presenting electrogram looked good, there was no noise and the device had no recorded shocks. Ts discussed the possibility of doing a commanded shock in the future. It was decided to monitor the lead for now. The device and leads remain in service. No adverse patient effects were reported.